Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had been implanted for 2 years but lost (B)(6) and got an infection from the implant site. It was reported that the patient did well with the therapy and was going to be re-implanted at a later date. It was noted that the patient had a hemoglobin test result of 12 and very high sugar levels. The patient¿s implant was removed due to the infection at implant site, and it was confirmed that they would be re-implanted after they healed. The issue was reported to be resolved at the time of the reported. No further complications were reported.